Manufacturer narrative:
This report is submitted on december 29, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.